Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A completel lead was returned for analysis in two segments. External insulation abrasion breach exposing the outer coil due to friction to device or feature of the heart was noted at 11.2 cm to 12.8 cm and 43.4 cm to 43.7 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.